Manufacturer narrative:
Correction: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident remains unknown.

Event description:
On 11/13/23 (B)(6) - it has been confirmed while discussing with dr (B)(6) that there were no complications or death related to the abbott ¿tacticath¿ and ¿flexability¿ catheters.

Event description:
Related manufacture ref: 3005334138-2023-00525, 3005334138-2023-00526, 3005334138-2023-00527. The following was published in the egyptian heart journal 75.1 springer science and business media deutschland gmbh. (Dec 2023) in an article titled "ablation targets of scar-related ventricular tachycardia identified by dynamic functional substrate mapping, mohammad gamal elewa. In this randomized single-blinded prospective clinical trial, 40 consecutive patients presenting to university hospitals for ablation of ventricular tachycardia were evaluated for participation in the study from (B)(6) 2021 to (B)(6) 2023. Two patients experienced cardiac tamponades, one of which was also had an iatrogenic atrioventricular block. One tamponade was a perforated left ventricular apical aneurysm, and the other had an aortic cusp perforation. The patients underwent urgent pericardiocentesis, surgical intervention and expired.